Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call he changed the battery and the screen was solid black and the display would not show up. Blood glucose value was 201 mg/dl. The customer was calling back with a blank display after resetting the device. He stated that the display was blank less than 30 seconds and confirmed that the battery cap was not damaged or corroded. He was advised to monitor the device and call if issues recur.